Event description:
It was reported that a patient was being treated with dopamine for an unstable blood pressure. When the bag was empty and a new one was introduced, the pump alarmed for an air in line message. The bag was then removed, re-primed and the infusion was started again without any further issues. However, due to the air in line message, the patient's therapy was delayed and their blood pressure dropped. Once the medication was re introduced, the patient's blood pressure stabilized.

Manufacturer narrative:
Manufacturer reference #: (B)(4). Baxter has not received this device. A supplemental MDR will be submitted if the device is returned to baxter for an evaluation.